Event description:
It was reported that during the laparoscopic cholecystectomy the device produced scissored clips, but did not cut the vessels. There was no pt consequence. The product has been discarded.